Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) attempted to dial in to the medstation but the connection timed out. Tss then dialed in to the server and checked the user profile. The user was active and assigned to multiple areas. Tss ran a login report for the user and noted numerous failures using the biometric identifier, however more recent transactions showed that the user may have successfully logged in. Tss also ran an all-device events report, which confirmed that the customer had performed transactions after the case was created. This indicated that the issue had been resolved. The customer also confirmed that the issue had resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user was not able to login to multiple es devices. The user tried to attempt login several times before it would work. The error message displayed was unable to authenticate. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.